Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, insufficient clinically relevant information was provided to perform a thorough medical investigation. However, it was reported that the revision was due to infection. The patient impact beyond the reported infection, subsequent revision and likely antibiotic administration cannot be concluded. No further medical assessment is warranted at this time.

Event description:
It was reported that a revision surgery was performed due to infection.